Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. Catalog# igtcfs-65-jp-fem-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no images were provided and no product was returned and therefore the exact reason for a filter leg to migrate into the adrenal vein and the filter to tilt cannot be determined. However, based on the limited information provided, it is considered very likely that the filter placement above the renal veins caused a filter leg to migrate into the adrenal vein and consequently the filter to tilt. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter on (B)(6) 2012: a patient experienced ivc filter placement by femoral approach. The filter was placed immediately above the renal vein. However, the leg of the filter migrated into the adrenal vein and the filter got tilted. On (B)(6) 2012: a pta balloon was inserted from femoral vein and the position of the filter was changed by using this catheter. Then, the filter was retrieved with gtrs-200-rb successfully. No alternative filter was placed. Additional information received on (B)(6) 2012: the leg of the filter migrated into the adrenal vein or inferior right hepatic vein. Patient outcome: no information provided.